Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initialization software fault. The reported condition of a partial firing could not be confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software fault which held the batteries at high charge. Under these conditions, the battery cells vented, causing them to leak electrolytic fluid. Improvements have been initiated to mitigate this condition. Investigations detected an unreported conditions of oled color discoloration and dimness that has no relationship to the reported condition. The oled were functioning according to the system logs. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoidectomy, while resecting the tissue, the device stopped firing. The center control button was pushed and the knife returned and the jaws opened, releasing the tissue from the device. Prior to the procedure, the handle was fully charged. However, at that time, they found the battery status of the handle decreasing to half-charged in the display. Another handle and the same adapter were used to complete the case. When the defective handle was shut-off and recharged, it did not power on afterwards. There was no patient injury.

Manufacturer narrative:
Correction h6 and h10 evaluation summary: medtronic led an evaluation of one signia powered handle. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initialization software fault. The reported condition of a partial firing could not be confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Investigations detected an unreported conditions of oled color d iscoloration and dimness that has no relationship to the reported condition. The oled were functioning according to the system logs. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoidectomy, while resecting the tissue, the device stopped firing. The center control button was pushed and the knife returned and the jaws opened, releasing the tissue from the device. Prior to the procedure, the handle was fully charged. However, at that time, they found the battery status of the handle decreasing to half-charged in the display. Another handle and the same adapter were used to complete the case. When the defective handle was shut-off and recharged, it did not power on afterwards. There was no patient injury.